Manufacturer narrative:
The insulin pump was returned due to a power error detected alarm. The power management tool confirmed that the power error detected alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to a resistance issue. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and had functioned properly. The unit passed the self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. The unit was received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would alarm a power error detected every four hours. The customer's blood glucose level was unknown. The device was returned for analysis.